Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent flap thinning surgery on (B)(6) 2023 and recipient's magnet strength was adjusted. The recipient's device was not explanted. The recipient was successfully reactivated and resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing retention issues. The recipient has undergone 3 separate rounds of steriod injections; however, the retention issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.